Event description:
Check for guide plan accuracy.

Manufacturer narrative:
Method - segmentation review, planning review, jig design review. Results - segmentation review - performed to specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides mfg to specifications using current work instructions. Conclusions - femoral implant is flexed with notching. Possibly tissue interference, but more than likely technique.